Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the tip of a reamer/irrigator/aspirator (ria) shaft was found broken during a routine inspection of the device. It is unknown when the breakage occurred. There was no known patient or procedural involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was reported as (B)(6) 2015 but this date the may be the date the complaint condition was discovered and not the date when the device was actually broken. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number, 314.743, drive shaft-minimum 520mm length-for use with ria, lot number 7312609). The subject device was visually inspected and it was confirmed that the tip was broken off as complained. Per the previously reported device history record review, no complaint-related issues were found. The subject device was measured and the measurements were compared to the related device drawings. The outer diameter measurements met specifications; however the inner diameter of the device could not be measured due to the damaged condition. The review according the material and manufacturing documents has shown that the present reamer/irrigation/aspirator (ria) drive shaft meets all the requirements and the corresponding specifications. Without addition event information, the exact events which led to the complained event cannot be determined. Per the operation technique guide, it is mentioned that for the bone graft a drill head should be selected which is 1.0 mm to 1.5 mm larger than the diameter of the medullar canal in the isthmus. Therefore, it is likely that the event was caused by a mechanical overload. The overload has exceeded the load limit of the material, which finally led to material failure. The fracture surface is homogeneous, indicating proper material quality. No product fault was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.